Event description:
It was reported that the bd syringe 20ml ll s/c 50 had foreign matter. The following information was provided by the initial reporter: material#: 303310, batch#: 5163348. Verbatim: good afternoon, we received a report from our xxxx clinicians concerning an event they have experienced while using a syringe 20ml ll sterile latex free (303310). Lot# 5163348. The event date is 12.20.2025. No harm to the patient has been reported. The complaint is described: particulate found in the gasket of 20ml bd luer-lok tip syringe. Ref 303310. Lot 5163348, exp 2030-06-30. Sequestered in wp11 pharmacy satellite by the sterile products pharmacist desk.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.